Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00113 through 3003853072-2021-00115.

Event description:
It was reported a revision surgery was performed to address 3 instinct java screws that fractured post-operatively. They were discovered after the patient presented with pain. A CT scan showed metallosis developed around the screws in addition to the breakage. This is report one of three for this event.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to address 3 instinct java screws that fractured post-operatively. They were discovered after the patient presented with pain. A CT scan showed metallosis developed around the screws in addition to the breakage. This is report one of three for this event.